Manufacturer narrative:
(B)(4). An investigation is in process. A follow up MDR will be submitted when the investigation is completed.

Event description:
The customer stated there had been an increase in grayzone architect havab-m results that repeated as negative. The grayzone results were not reported outside of the laboratory. There was no impact to patient management.